Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Additionally, it was likely the following led to the malfunction: reprocessing was not conducted properly due to a leakage from switch one. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited white residue inside air/water channel and air/water cylinder. There were no reports of patient involvement.